Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au480 clinical chemistry analyser, and identified the failure mode a dirty sample pot, tubing and flow cell due to the lack of maintenance by the customer. The fse restored the system to working order by replacing the inadequately maintained parts. (B)(4).

Event description:
The customer in (B)(6) reported the generation of low na (sodium) results on their au480 analyser. The results were not released from the laboratory; thus, there was no change to patient treatment. There were no reports of calibration or qc (quality control) issues prior, during or after the incident.